Event description:
Event description: boston scientific (bsc) crm received info that this pacemaker was being explanted for normal battery depletion. During the explant procedure, the atrial lead was stuck in the device header. The lead sustained insulation damage and the terminal pin broke off the lead during removal efforts. A portion of the lead was surgically abandoned. A new device and atrial lead were implanted without further incident.

Manufacturer narrative:
Upon receipt of the device at the post market quality assurance lab, normal telemetry and interrogation was observed with the zoom programmer. The battery status was "good" and the device passed all manual electrical measurements, pacing and sensing normally.